Manufacturer narrative:
Covidien reference number: (B)(4). The compressor was evaluated, the cooling and filtering net were dirty so the internal heat could not be dissipated properly. The compressor line and filters were checked to fix the overheating problem.

Event description:
It was reported that during use a ventilator had a compressor temperature alarm and stopped working. The patient was removed from the ventilator and transferred to a different ventilator. There was no reported negative patient outcome (harm/injury) .